Event description:
It was reported after insertion, the red lumen could not be flushed due to saline. The catheter was removed and another catheter inserted. The nurse took out the faulty catheter and flushed it again. A clot-like substance came out. Health professional said that was no doubt the cause of the malfunction. There was no reported patient injury. It is also mentioned that health professional states there is no possibility that there is a blood clot in the catheter because it is just after insertion of the catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.